Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2015 angiodynamics complaint report was reviewed for the convenience kit product family and the failure mode "air bubbles noted." No adverse trend was identified. Used stopcocks with contrast injection lines attached were returned for evaluation, as well as a used inflation device of unknown origin. No manufacturing non-conformances were visible on the devices. The connection sites between the stopcocks and cils appeared to be firmly attached, but not over-tightened. Under magnification, no cracked fittings or other damage was observed. The samples were air leak tested, and passed. All fittings on the stopcocks and cils were measured and found to be within specification. The samples were then primed and attached to the male fitting of the inflation device. Pressure was applied by hand, and no leaks were noted at any connection sites. No difficulty was encountered when connecting the stopcocks to the inflation device. The reported complaint description cannot be confirmed. The samples were evaluated and were found visually, dimensional and functionally acceptable, and the complaint does not appear to be a manufacturing related issue. Possible root cause may be that the end user did not adequately secure connections between the stopcock and the cil or the inflation device they were connecting to, or the connections were not "finger tightened" prior to use as it is stated in the dfu provided to the customer in the reported kit. (B)(4).

Event description:
As reported by angiodynamics' distributor in (B)(6), while utilizing a convenience kit, the end user physician observed air entering the system. Believed to be a result of the connection between the stopcock in the kit and the inflation device (not provided by angiodynamics) connector. No patient injury was reported.